Event description:
If additional information becomes available, a follow-up report will be sent. The patient visited with the healthcare professional where it was determined that patient had an open circuit on electrodes 0 <(>&<)> 3 of the left device system. It was noted that electrode 3 was used for programming on the patient's left side and explained the return of their symptoms. On (B)(6) 2012, the patient had revision surgery where the "system" was reconnected with the result on normal impedances measured (taken at 1.5 volts). He was then reprogrammed to his previous therapeutic settings with an outcome of a return to his therapeutic baseline. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Extension: model 748251, lot# unk, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Lead: model 3387-40, lot# j0428156v, implanted: (B)(6) 2004, explanted: na. System on right side: neurostimulator: model 37602, serial #(B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3387-40, lot #j0428156v, implanted: (B)(6) 2004, explanted: na. Extension: model 748251, serial (B)(4), implanted: (B)(6) 2004, explanted: na.